Manufacturer narrative:
Note: this is related to the 1st of the 2 pvs valves related to pt death (in-hospital mortality - table ii) as the serial number of the device is not yet known, the device could have been manufactured at livanova (B)(4). Or at our sister site - sorin group (B)(4). This will be clarified once serial number is known. Livanova (B)(4). Is currently in the process of requesting further information from the authors including the device serial number, cause of death and clinical history of the patient.: not yet determined if device available.

Event description:
On 25th july 2017 the manufacturer received a scientific publication "thrombocytopenia after aortic valve replacement with perceval s sutureless bioprosthesis" this paper was published by hospital infanta cristina. In this paper the authors refers of a study of 77 isolated biological aortic valve replacements, this included 27 perceval s prosthesis, 3 of which resulted in in-hospital mortality. One of which was not device related as reported "in the perceval s group, one death was associated with spontaneous retroperitoneal hematoma, but the patient did not present with severe post-operative thrombocytopenia".

Manufacturer narrative:
Livanova (B)(4) corp. Has made multiple attempts at requesting further information. The author is no longer working at the hospital listed on the published paper. The manufacturer is continuing follow up through the distributor to determine further details on the device serial numbers, cause of death and clinical history of the patients. As no serial numbers are known nor the device location no investigation is possible at this time. Based on the information provided, it is not clear what the cause of death was therefore no conclusion can be drawn. If more information should become available the case will be re-opened to continue investigation. This case will be closed at this time. As the serial number of the device is not yet known, the device could have been manufactured at livanova (B)(4) corp. Or at our sister site (B)(4). This will be clarified once serial number is known. Not available for return.